Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robotic low anterior resection, the reload was articulated and got stuck, unable to be removed. It was noted that there was articulation and straightening during firing. The adapter and reload were replaced. The surgical time was extended for five minutes. There was no patient injury.

Manufacturer narrative:
Concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:(B)(6)), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robotic low anterior resection, the reload was articulated and got stuck, unable to be removed. It was noted that there was articulation and straightening during firing. It was also mentioned that the reload was unable to remove from the device. The adapter and reload were replaced. The surgical time was extended for 5 minutes. There was no patient injury.